Manufacturer narrative:
H6: remove- 3221.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 240 mg/dl. Customer reverted to an alternate method of insulin therapy.